Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined at this time. The rdf analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have been escaping the leukocyte reduction chamber along with the platelets towards the end of the procedure. Based on available information, it is possible that this elevated wbc count may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product after filtration. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.